Event description:
Additional information was provided regarding this event. The unspecified intended procedure had a diagnostic approach. The customer inspected the suction function prior to the procedure. Pre-cleaning of the scope occurred immediately after the procedure, the suction channel was brushed, and detergent solution was aspirated into the suction channel. The customer did not know what the foreign material was.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The foreign material could not be identified. A definitive root cause for this issue could not be specified. The suction channel was not deformed or damaged. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope had foreign material in the suction channel. The event occurred during preparation for use. The unspecified procedure was completed using another device, without any delay. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation foreign material in the suction channel was confirmed, due to insufficient reprocessing. In addition, channel cleaning brush was out of standards due to blockage of channel tube. Forceps was not inserted due to blocking of channel tube. Distal end was damaged. Angulation in the up direction was out of standards due to worn of angle wire. Water quantity was out of standards due to blockage of nozzle. There was crease at the screen due to damage of charge coupled device unit. The adhesive part of bending section cover was broken. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.